Event description:
It was reported that during a routine follow-up appointment, the physician was unable to interrogate the pacemaker. It was noted that the patient had been lost to follow-up for two years. A magnet was placed on the device and found the device had reached elective replacement time (ert). A replacement procedure was performed. A new device was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device showed normal telemetry during analysis testing. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine follow-up appointment, the physician was unable to interrogate the pacemaker. It was noted that the patient had been lost to follow-up for two years. A magnet was placed on the device and found the device had reached elective replacement time (ert). A replacement procedure was performed. A new device was successfully implanted and no additional adverse patient effects were reported.